Event description:
Per the info provided to the co by the physician's office, the device was removed due to "erosion of the left penile cylinder." As reported to the co, the device was repaired and left in place, replacing only the connectors.